Event description:
The hcp reported the intrathecal catheter was explanted and returned to the manufacturer for analysis due to "occlusion." Specific patient symptoms, and possible device troubleshooting prior to replacement surgery were not reported by the hcp. The hcp did report the patient had recovered without sequela after the catheter was removed and replaced. See manufacturer report # 6000030-2006-02377.

Manufacturer narrative:
Additional analysis information reports the catheter was received in 4 sections. In 2 of the catheter sections, abrasions were present, and in 1 catheter section, it was reported to be deformed.